Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited frequent non-sustained oversensing episodes due to noise. X-ray revealed externalized conductors. Lead impedance and threshold were not noted to be abnormal. There were no adverse consequences to the patient. Lead replacement was discussed.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2019. There were no adverse consequences to the patient during and post procedure.